Event description:
The report from hospital say: during the tour inspection, it was found that the respiratory pressure waveform was non-confirming, the tubes fell off for multiple times, and the alarm record retention time was too short hamilton-g5 made in apr. 12, 2019

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared and tested for ventilation. The root cause was determined to be a defective flow sensor. In consequence (correction) the flow sensor was replaced. There was no patient or user harm reported.